Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. The blood glucose reading at the time of admission was unknown. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have another infusion set to use in order to conduct the high pressure test. The infusion set was removed, and the cannula was bent. Advised the caller to have the customer change the infusion set as soon as possible. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.